Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged or unavailable. Correction: d4- model#. Investigation ¿ evaluation. It was reported that an ultrathane mac-loc locking loop multipurpose drainage catheter was required for abscess drainage. However, the catheter leaked immediately after insertion at the connection of the mac-loc and catheter shaft; suction was unable to be performed. Therefore, the device was removed and replaced with a like-device, which did not leak. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of the documentation, including the complaint history, device history record (DHR), quality control procedures, specifications and instructions for use (IFU), as well as visual inspection and functional test of the returned product were conducted during the investigation. The ultrathane mac-loc locking loop multipurpose drainage catheter was returned in an opened, used and damaged condition. The investigation confirmed the white cap / mac-loc adapter connection site passed the gap gauge requirement. During tabletop testing, a leak test confirmed fluid escaping from the cap / mac-loc adaptor connection site. A visual examination discovered the flare was folded within the lumen of the mac-loc adaptor. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient controls are in place to detect this failure mode prior to release. A review of the device history record (DHR) for the device found no relevant nonconformances that could have contributed to the reported failure mode. It should be noted that there were no other complaints associated with the final product lot number. Cook also reviewed product labeling: the instructions for use (IFU) [ t_multi2_rev1, multipurpose drainage catheter] states the following. Precautions: patients with indwelling drainage catheters should be evaluated routinely to ensure continuous function of the catheter. Evidence gathered upon review of the complaint device suggests the main cause of failure is manufacturing-related due to an inadequate flare. However, review of the dmr, DHR, and IFU suggests there is no evidence of additional nonconforming product in house or in the field. Based on the information provided, examination of the returned product, and the results of our investigation, it was concluded that, the cause for this failure is manufacturing- related, due to an inadequate flare. Per the risk assessment no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. D2a - common device name: additional names: gbo catheter, nephrostomy, general & plastic surgery; lje catheter, nephrostomy d2b - procode: additional product codes: gbo, lje. E1 - customer (person): phone: (B)(6). G4 - PMA/510(k) #: k173035. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that an ultrathane mac-loc locking loop multipurpose drainage catheter was required for abscess drainage. However, the catheter leaked immediately after insertion at the connection of the mac-loc and catheter shaft; suction was unable to be performed. Therefore, the device was removed and replaced with a like-device, which did not leak. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.